Manufacturer narrative:
(B)(4).

Event description:
It was reported that post the implant procedure, it was noted that the right atrial lead had dislodged. The lead was repositioned but it dislodged again and was left in the left atrium. On (B)(6) 2016 the asymptomatic patient presented to the clinic for a routine follow-up. It was noted that the exhibited a loss of capture. A chest x-ray was performed which revealed the lead had dislodged. The lead was successfully capped and replaced. The patient was in stable condition before, during and post surgery.